Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high and the insulin pump had blank display. The customer¿s blood glucose was 472 mg/dl at the time of the incident. The customer reported that they had been having issues with high blood glucose over the last several weeks. Customer today was having issues with her pump and now the screen was blank. Customer was not calling back after receiving a new battery cap. While troubleshooting the customer misplaced the battery cap and was unable to find it. Troubleshooting was stopped. Customer declined troubleshooting for the high blood glucose and stated that she took a manual injection and bloused 2 units through the pump. Customer stated that she is stressed due to a move that has happened. A battery cap will be sent to the customer. The insulin pump will not be returned for analysis.